Manufacturer narrative:
Currently, it is unknown to what extent the perfix plug device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges an additional surgical procedure for recurrence, abdominal pain and nerve damage. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent left inguinal hernia repair procedure to introduce a bard/davol perfix plug to patient's inguinal floor to reinforce tissue effected by the hernia. On (B)(6) 2015: the patient underwent an additional repair surgery for left inguinal hernia recurrence. A non-bard/davol covidien progrip laparoscopic self-fixating mesh, positively identified on surgical and operative reports was implanted into the patient. The patient has experienced and/or continues to experience severe abdominal pain, nerve damage and recurring hernias since the multiple procedures and hernia mesh implant surgeries. As a direct and proximate result, patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent left inguinal hernia repair procedure to introduce a bard/davol perfix plug to patient's inguinal floor to reinfornce tissue effected by the hernia. (B)(6) 2015: the patient underwent an additional repair surgery for left inguinal hernia recurrence. A non-bard/davol covidien progrip laparoscopic self-fixating mesh, positively identified on surgical and operative reports was implanted into the patient. The patient has experienced and/or continues to experience severe abdominal pain, nerve damage and recurring hernias since the multiple procedures and hernia mesh implant surgeries. As a direct and proximate result, patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the patient's date of birth. The conclusion for this file remains inconclusive at this time.